Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 242 mg/dl. The issue occurred in the past; therefore, troubleshooting could not be performed. Customer reported the insulin gauge began to perform as expected.